Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the us. No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).

Event description:
It is also reported that on (B)(6) 2008, the patient acquired a deep hip infection, resulting in an incision and drainage and replace of femoral head.